Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The unit returned has wire broken, as part of overall visual revision. Visual analysis revealed that the device has the wire kinked at the middle section and it is broken due to rotational wear at 193cm from the proximal section. The section broken and the spring tip were returned. Also, the spring tip is kinked and stretched. Overall length and outer diameter (od) of distal tip couldn't be measured due to device condition. All other od were within specifications. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-03536. It was reported that rotawire fracture occurred. The target lesion was located in the left anterior descending artery. A 1.50mm rotalink¿ plus and a rotawire were selected to be used. During preparation, the rotalink plus system was advanced over the rotawire and then the burr was activated to platform the speed. It was noted that the wire was cut in half by the spinning burr. The wire and system were held straight with no bends during platforming. The procedure was completed with another of the same device. No patient complications reported.

Manufacturer narrative:
(B)(4).

Event description:
Same case as MDR ID: 2134265-2017-03536. It was reported that rotawire fracture occurred. The target lesion was located in the left anterior descending artery. A 1.50 mm rotalink¿ plus and a rotawire were selected to be used. During preparation, the rotalink plus system was advanced over the rotawire and then the burr was activated to platform the speed. It was noted that the wire was cut in half by the spinning burr. The wire and system were held straight with no bends during platforming. The procedure was completed with another of the same device. No patient complications reported.